Event description:
On (B)(6) 2025, a 62-year-old patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, the filter was allegedly jammed when delivered into the body's sheath and could not be released. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one denali femoral filter kit was received for evaluation. The filter was returned within the filter storage tube. The pusher wire appeared to be detached from the distal end of the pusher catheter and was returned within the filter storage tube. The dilator showed signs of a large bend. No anomalies were noted to the distal ends of the introducer sheath and dilator. No additional anomalies were observed throughout. On functional testing, the loaded touhy-borst adapter was offloaded from the filter storage tube for further evaluation. A mandrel was used to deploy the filter from the filter storage tube. The filter deployed successfully. Filter limbs were present, remaining portion of the pusher wire was also deployed. Two photos were provided and reviewed. The first photo shows one introducer sheath, one dilator, one pusher catheter, and one touhy borst adapter, filter storage tube and filter within the filter storage tube. The pusher wire was noted to be missing at the end of the pusher catheter. The second photo shows the product labeling information, which was verified with tw details. No other anomalies were noted. Therefore, the investigation is inconclusive for the reported failure to advance as the conditions of use cannot be recreated. However, the investigation is identified and confirmed for the detachment issues as the pusher wire appeared to be detached from pusher catheter. Also, the investigation is identified and confirmed for the bent issues as a bend was observed on the dilator. A definitive root cause for the failure to advance, identified detachment and bent issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.